Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer accidentally dropped the pump. Subsequently, the touchscreen display showed several lines instead of the normal unlock screen and the customer could not interact with the pump features. The customer's blood glucose level was 208 mg/dl. Reportedly, the customer had insulin pens available for alternate insulin therapy.